Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 165 mg/dl. No significant events leading to the alarm were recalled. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.

Manufacturer narrative:
The insulin pump was received with corroded keypad traces. However, all of the buttons are functioning properly and no button error alarm during our testing. The insulin pump has cracked battery tube thread, cracked belt clip slot, cracked reservoir tube lip, cracked case near the display window corners, cracked on display window and stained end cap sticker noted.